Manufacturer narrative:
Product complaint (B)(4). Component code: g07002 ¿ conforming device a manufacturing record evaluation was performed for the finished device batch qdbdsgr0 number, and no non-conformances were identified. Summary: a sealed box and an opened box with ten unopened samples of product code v372h, lot # qdbdsgr0 were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested, and the following was obtained: please clarify, how many devices are involved of each lot number? Customer is unable to specify exact number. How the procedure was complete? Unknown. Any patient consequences no harm to patient. Events were submitted via 2210968-2020-09964, 2210968-2020-09968 and 2210968-2020-09970.

Event description:
It was reported that the patient underwent a total extraperitoneal (tep) repair procedure in 2020 and the suture was used. It was reported that the needle separated from suture during tissue passage. It was also reported that the suture appears to be unraveled or frayed.